Event description:
This pt expired on (B)(6) 2012, and the coroner requests an analysis to verify correct functionality. This device was explanted during autopsy on (B)(6) 2012. Cause of death is unk at this time. The coroner will make a determination once the system has been analyzed.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. There were 88 charging cycles documented. The memory content of the device was inspected. The inspection of the shock holter revealed that the device delivered therapy on (B)(6) 2012, the date of the patients death, at 8:11 am, documenting the full functionality of the device at that time. The sensing functions of the device were tested under in vivo conditions. The ICD sensed the attached heart signals free of noise, proving the sensing function of the device to be fully functional. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the battery status mol1. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The eos battery status was activated on (B)(6) 2012 due to the presence of a strong external magnetic field, such as the application of an external magnet. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the device memory documents the full functionality of the device on the day of the patient's death. The eos battery status was activated most likely due to the application of an external magnet.